Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient developed a staph infection at the sensor insertion site. The skin irritation was red and became more red and started to weep after 3 days from the skin reaction onset. On (B)(6) 2017, the patient's mother took the patient to their healthcare provider. The patient's healthcare provider prescribed bactrim antibiotic for 21 days to treat the affected area. At the time of contact, the patient was in stable condition. No additional event or patient information is available.